Event description:
Was informed that there was a revision surgery done in 2005 to remove the custom implant. The surgeon was unable to determine if the infection was due to the implant or other causes. The implant was removed for precautionary measures. A follow-up surgery has been planned for 2006 to put in another custom implant.